Event description:
It was reported that device's housing was cracked. The customer returned the product for cracked housing, and during physical inspection it was found that the downstream occlusion (dso) sensor was worn. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found that the rear housing was cracked, and the downstream occlusion (dso) sensor was worn. The primary complaint was replicated. After investigation the results indicated a reportable malfunction due to the worn dso sensor. The rear housing and the dso sensor were replaced to address the reported concerns. After investigation the results indicated a reportable malfunction due to the worn dso sensor.